Manufacturer narrative:
(B)(4), false negative result. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i1000sr analyzer generated a false negative (B)(6) result for one obstetric patient sample, and a baby was given an injection. The customer was unable to provide any further information.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The true result cannot be determined by two discrepant (B)(4) results alone. Confirmation testing should be performed to determine the true result. No adverse trend or atypical complaint activity for this issue was identified. Labeling was reviewed and found to be adequate. Based on the lack of confirmation testing and the possible immune responses known to be different in the pregnant population, the investigation concluded there is no product deficiency.